Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 15-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 218 mg/dl; customer stated the result was pm fasting and had been obtained on 08/29/2023. The customer¿s expected am fasting blood glucose test result is 107 mg/dl and pm fasting blood glucose test result range is 140-170 mg/dl. The customer reported that she has been getting muscle aches since she started to take new medication prescribed by her doctor in july. At the time of the call, the customer felt well and did not report any symptoms. Customer stated due to the high result of 218 mg/dl she had contacted her doctor to request a new meter. Nurse had informed customer she had to see the doctor before a new meter could be authorized and that customer would have to wait until her next scheduled appointment in september 2023. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 06/30/2023 and customer stated the test strips had been opened a few days prior to call. The customer did have another vial of test strips that had been stored and handled correctly: lot number zb5316s, manufacturer's expiration date is 01/24/2025. During the call, a back to back blood test was not performed by the customer; customer declined as she was non-fasting. The meter memory was not reviewed for previous test result history. Customer stated that that morning she had obtained a result of 120 mg/dl am fasting and that she was not concerned about the result.